Event description:
It was reported that the pump battery depleted quickly which led to the pump shutting off. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.